Event description:
The pt received his scs sys on (B)(6) 2010. It was reported that the ipg no longer communicated with the charger or programmer. A replacement charger and programmer were also unsuccessful. He was no longer receiving stimulation. As a result, the ipg was explanted and replaced. The pt is receiving adequate stimulation with the new ipg.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.